Manufacturer narrative:
D4: concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) had a bulge. The ipp was explanted and replaced. No patient complications reported. The ipp was explanted and replaced. No patient complications reported.

Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) had a bulge. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Correction to field h6: evaluation conclusion codes.